Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the received device was forwarded to commercialized product development for evaluation. Review of the received device confirms the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the product and lot code was provided, a manufacturing records evaluation (mre) was not performed .

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative:  added: d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: h3.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address loosening of the tibial component at the cement to implant interface. Depuy cement was used. The surgeon revised the tibia to an attune revision fb tibia (1506003/9053338) with a cemented stem (151214080/j46j98) and ps fb insert (151640508/j74j87). These was no information of the lot number of the depuy cement used. The surgeon stated that there has been documented failures with this attune device. The tibial failed in less than 4 years. Doi: (B)(6) 2017, dor: (B)(6) 2021, right knee.